Manufacturer narrative:
(B)(4).

Event description:
There was some uncertainty as to whether or not there were any pt symptoms. There were varying opinions on the pt. Some therapists thought he was doing well and was "looser" and there were other medical personnel who thought that his spasticity was not improved which prompted a catheter study. The catheter dye study was attempted, but drug could not be aspirated or injected so the procedure was stopped. The catheter was revised due to a kink. The device system was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.